Event description:
Title: comparative analysis of reverse puncture device and overlap methods of esophagojejunostomy in totally laparoscopic total gastrectomy citation: chinese journal of minimally invasive surgery, july 2020, vol. 20, no. 7, page 590. The aim of this study was to compare the application effects of esophagojejunostomy between reverse puncture device (rpd) and overlap methods in totally laparoscopic total gastrectomy. Between january 2017 to december 2018, 75 patients with gastric adenocarcinoma who underwent totally laparoscopic total gastrectomy were included in the study. There were 62 males and 13 females with a mean age of 62.5 years (range 38-76 years). The patients were divided into 2 groups: the reverse puncture device group (n=41) and the overlap group (n=34). During the totally laparoscopic total gastrectomy procedure, the echelon 60 linear stapler (ethicon endo-surgery) was used to cut and close the esophagus and duodenum for node dissection. For the patients who had the reverse puncture method, during the roux-en-y anastomosis esophagojejunostomy, the echelon 60 linear stapler (ethicon endo-surgery) was used to dissect the esophagus at the pretransection site, pulling the non-ethicon silk suture (manufacturer: unknown) and then a non-ethicon circular stapler (manufacturer: unknown) was placed into the distal jejunum and the esophagojejunostomy was completed. A side-to-side jejunojejunostomy was then completed approximately 45 cm inferiorly to the esophagojejunostomy. For the patients who had the overlap method, the jejunum was cut off, the esophagus was incised at the left side of the tube closure, and the closure was performed all by using the echelon 60 linear stapler (ethicon endo-surgery). The stapler completes the side-to-side anastomosis between the jejunum and esophagus, and the common opening is closed with a non-ethicon barbed suture (manufacturer: unknown). An end-to-side jejunojejunostomy was completed at 45 cm. In conclusion, the methods of reverse puncture device (circle stapler) and overlap (liner stapler) in esophagojejunostomy are both feasible and safe in totally laparoscopic total gastrectomy for gastric cancer, i.e. But the method of reverse puncture device has advantages in hospitalization expenses and anastomosis time.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.